Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the device was broken shell and missing shell. Leak test and microscopic analysis was performed which identified: more than three openings striated. Based on the device analysis the final assessment is: more than three openings striated assessed as surgical damage. A striated edge in the side anterior broken due to surgical damage. Missing shell assessed as inconclusive.

Event description:
Healthcare professional reported right side "rupture" of a tissue explander. The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation was deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture" of a tissue explander. The device has been explanted.